Manufacturer narrative:
The field engineering specialist verified proper alignment and the internal/external rinses of the reagent probe, the sample probe, and the sipper probes and bead mixer. He ran performance and precision testing with acceptable results. The qc results provided were acceptable before and after the event. The analyzer alarm history did not contain any conspicuous events. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys vitamin d assay results for 1 patient compared to the elecsys vitamin d total gen. 2 assay results from another laboratory. The vitamin d results from the customer and from the other laboratory were from a cobas 6000 e 601 module. The initial vitamin d result from the primary tube was > 60 ng/ml with a data flag. An aliquoted sample was tested using a 1:1 dilution with a vitamin d result of 103 ng/ml (raw result was 51.5 ng/ml). An aliquot from the initial primary sample tube was tested at the other laboratory and had a vitamin d ii result of 66 ng/ml. The results in question were reported outside of the laboratory. The vitamin d ii result of 66 ng/ml was deemed to be correct. The same patient sample was again tested using a 1:1 dilution at the customer's site and had a vitamin d result of 103 ng/ml. The customer's cobas e601 serial number was (B)(4). The other laboratory's cobas e601 serial number was requested but was not provided.